Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 8/26/2015. The fse found that tubing was disconnected from port 6 of the blood sampling valve (bsv). The customer had reattached the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a diluent leak from the probe wipe area of the coulter lh 750 hematology analyzer while running samples. The instrument was generating errors when the leak was noticed. The volume of the leak was a few mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.